Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention took place in where the lead was replaced. Related manufacturer reference number: (B)(4).